Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of the right total knee to address infection date of implantation: (B)(6) 2017, date of revision: (B)(6) 2021, (right knee). Treatment: explantation of all implants.